Event description:
Ar-7000-14: 2.75mm x .066" cannulated drill bit was used during surgery and a very small piece of the drill bit chipped off and got stuck in the right surgical shoulder. The attending orthopedic surgeon stated that it will remain and will report this to the patient.